Event description:
Patient underwent total hip replacement at another facility approximately 9 years ago. Patient developed significant soft tissue mass in the anterior aspect of the hip joint as well as lateral aspect seen on MRI of the hip, which impinged on her hardware. Possible pseudotumor reaction to metal on metal. Ceramic ball and metallic sleeve left hip removed.